Manufacturer narrative:
Lens was returned dry in cartridge tray. Visual inspection found a torn haptic and foreign material on the surface of the lens. (B)(4).

Event description:
The surgeon indicated that a12.6mm micl12.6, -9.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information: angle closure. Work order search: no similar complaint type events were reported for units within the same lot. Corrected data: on (B)(6) 2018 the lens was explanted for a shorter lens due to excessive vaulting and angle closure with elevated iop. Another lens was implanted on the same day. On the patient's last visit on (B)(6) 2018, the status of the eye was comfortable with poor pupil constriction and minimal halo and glare. (Lens exchange) to (lens explant) - previous code is not applicable, lens was explanted. (B)(4).

Manufacturer narrative:
Additional information: the vault was improved, but it was still high. Iop (intraocular pressure) is wnl (within normal limits). It is believed that the high iop (intraocular pressure) from pupilary block caused the constriction issue. Pupil constriction and glare improved but are still present. (B)(4).